Manufacturer narrative:
Additional review determined there was no serious injury.

Manufacturer narrative:
Concomitant product: product ID: 3387s-40, lot# va12eem, product type: lead. (B)(4). Analysis of the stylet found the stylet wire was broken. The stylet wire was broken (overstressed/damaged). The stylet wire segment inside of the lead could not be removed.

Event description:
A health care provider (hcp) reported via a manufacturing representative that during implant, the stylet and lead were damaged. The stylet was damaged when the hcp tried to remove it from the lead. The hcp accidentally bent the stylet and then the top came off. No troubleshooting was done. The damaged lead was replaced and a new lead was used without issue. The issue was resolved.